Event description:
Information received regarding the explanted device notes that both trans-telephonic monitor and clinical evaluations noted "abnormal" pacemaker function. Interrogation of the device found dashes (---) for many parameters. Attempts to program or communicate with the device were unsuccessful. The patient complained of flu symptoms.